Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735994, serial/lot #: -, ubd: , UDI#: h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The system performed as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while on wi-fi, images were transferring over in pieces. When downloading images, the site would not fully get all of the slices. The site would then back out of the procedure and attempt the download again, and it would occasionally resolve the issue. Both times the manufacturer representative (rep) had recently visited the site, he was unable to recreate the issue. During troubleshooting, technical services (ts) believed the issue was with the hospital's wi-fi bandwidth. The current hypothesis was that the rep would not be able to recreate the issue because they were at the site in the mornings, but the staff would be experiencing the issue during peak hospital hours, when the wi-fi would be reaching its bandwidth limits. There was no patient involvement. Additional information was received. It was reported that the area where the site was experiencing the reported issue had bad wi-fi service and was a dead spot when trying to connect to their network.